Event description:
Reporter stated that during 2004 the pt was admitted to hosp due to a high fever (102-104 degress f). Pt was in hosp for two weeks. Pt also experienced high blood glucose (300-400 mg/dl) and low blood glucose. Prior to going to hosp, pt was treated with otc meds (for fever) and antibiotics, but high fever persisted. Pt received IV insulin at hosp.